Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with three proglide devices using the pre-close technique via an 8f sheath prior to an interventional trancatheter aortic valve implantation procedure. Reportedly, cuff misses were noted with three proglide devices. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the preplaced sutures of two proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.